Event description:
It was reported that the patient expired. The patient was admitted into an intensive care facility on (B)(6) 2015. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
New information states that the optisure lead was not explanted.